Manufacturer narrative:
Investigation summary: samples received 02/08/2018. The samples were decontaminated. Complaint history review on the same lot#: no related investigation on the same lot. DHR: production date of this lot is january 2017. Qty is (B)(4) in auto-line 1#. Septum slit station no maintenance records related to defects, no abnormal records related to process sampling, no abnormalities during production. No abnormal records related to the defects. Returned sample evaluation: yes, actual received. The returned sample did not show the reported defect. Investigation comments: (unconfirmed, bd was not able to duplicate or confirm the customer¿s indicated failure mode.) Check the batch records, no abnormal records related to defects were found. Check the batch records, no material and process change during the production. The returned sample was tested for leakage to 45psi system pressure per product specification, no leakage can be observed on the septum portion. Check actual samples. The actual sample septum holes are not closed. Five retained samples with the same complaint batch were tested for leakage to 45psi 800mm system pressure per production specification. No leakage was observed in all retained samples. The septums were also inspected under 10x microscope and no abnormality was found. The septum hole is not closed due to the aging of septum. In conclusion, the septum aging is not related to the assembly of the plant. Is the product within specification? No, leakage is caused by septum aging. No CAPA is required at this time.

Event description:
It was reported that the nurse found a leak in the bd intima-ii¿ closed IV catheter system while removing the needle. No exposure to blood, medical intervention or serious injury noted.